Event description:
The customer's husband called and stated that the dex meter gave a reading of 70mg/dl while an unknown meter at the pharmacy gave a reading of 130mg/dl. The testing was done using the same blood drop. The customer's husband had just noticed the decimal in the reading and was unaware that the meter was in mmol/l. This had been happening for the past 30 days. Customer service helped the husband change the meter back to mg/dl. The customer thought something was wrong with the meter, so she did not change her medication.